Event description:
Customer's daughter reported via phone call that the insulin pump alarmed compromised force sensor system. It was stated that the customer has been having issues with the device for the last couple of weeks. Blood glucose value the morning of the call was 133 mg/dl. It was stated that the alarm occurred while trying to deliver insulin. Customer's daughter was advised to remove the reservoir and rewind; the alarm occurred again during prime. It was stated that they had tried to rewind and prime 5 times and the insulin pump would alarm every time. It was advised that the customer discontinue the use of the device and revert to a back a plan. The insulin pump would be replaced and it was agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and it was unable to prime during the prime test due to flush/loose drive support disk. No compromised force sensor system alarm noted. The device was received with cracked case at display window corner, minor scratched display window and missing end cap sticker.